Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the telescope was unable to move back to its initial position, device was difficult to flush and lost image occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous middle portion of the left anterior descending artery (lad). During the percutaneous coronary intervention(pci), an opticross¿ imaging catheter was used to view the lesion. After the unspecified guidewire was inserted, an intravascular ultrasound (ivus) was performed. A plain old balloon angioplasty (poba) was then performed with a non-bsc balloon catheter and then ivus was done again. When the device was removed from the patient, it was reported that the telescope would not move back to its initial position. Flushing was done but no saline would come out from the distal of the catheter. The physician attempted to observe the image again but lost image occurred. Procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole in the sheath lap joint section of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to manufacturer: the device was returned for evaluation. Examination of the returned device revealed that an open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Ic windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).